Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Diabetes case manger reported via phone call demonstration device not working. Trouble shooting was performed and found half the screen goes off and the insulin pump resets itself. The device is currently used on humans with saline solution. The display is currently not blank but half the screen is missing. Advised the incident will be documented and the rs nr representative will be sent a message per dop114-678 version j to replace insulin pump. The insulin pump will not be returned for analysis.